Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and the following was observed: sheath liner fully delaminated and folded inwards. C-marker band attached to the liner. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. Review of prior closed similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the sheath liner delamination was confirmed based on evaluation of the provided imagery. Investigation results suggest/indicate that procedural factors (withdrawal of burst balloon) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, a 14fr esheath liner became delaminated during withdrawal of the devices at the end of the case. During deployment of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, the commander delivery system balloon ruptured at 80% inflation. Aortogram confirmed under deployed valve with moderate paravalvular leak (pvl) and aortic regurgitation (ar). Therefore, it was post dilated with a 24mm non-ew balloon, resulting in mild/moderate pvl. The valve was post dilated again with a 26mm non-ew balloon with clear visible expansion of the valve, resulting in no pvl and good position. Removal of the commander system through the esheath was screened, it was visible that the radiopaque marker was being pulled down the esheath with the ruptured balloon. After removal from the patient, it was noted that the 14fr esheath liner was delaminated and folded back upon itself inside the esheath. The radiopaque marker was inside the esheath. The patient outcome was stable.